Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked. Additionally, resistance was experienced while filling a cartridge. Additionally, a cartridge alarm (alarm 09) occurred while the cartridge was filled with 200 units. A cartridge change was performed resolving the issues. Customer's blood glucose level was 180mg/dl.